Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during power-on test, the (c-33) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. To determine the root cause, this unit will be returned to original equipment manufacturer (OEM) for additional failure analysis and for potential repair.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe had error message and performed several power cycles on the system prior to call and error was persistent. Technical support engineer (tse) guided caller to hard power cycle the generator by powering the generator off and by plugging the power cable out, but issue was still showing and did not have a force triad generator available. Field service engineer (fse) to follow up. The procedure was converted to laparoscopy surgery with no report of patient involvement.